Event description:
The customer reported that the electrolyte injection cup (eic) of an unicel dxc 600 synchron system was overflowing while priming. The volume of the leak was approximately ten cubic centimeters. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. The health care worker was also utilizing a ground wire. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) examined the system and observed a dirty flow cell. The engineer disassembled, cleaned and reassembled the flowcell. Upon completion of the necessary and verified activities, the instrument was returned back into operation. The alleged failure mode of a dirty flow cell, upon recurrence, has the potential to cause discrepant results. The cause of the dirty flowcell is attributed to user maintenance deficiencies. (B)(4).